Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has been slowly climbing to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: weekly pace impedance trend data shows a gradual increase for min and max rv pace= 1648 to 1888 ohms range between (B)(4) 2010 and (B)(4) 2011.